Event description:
The iab was inserted into the pt on 7/16/97 at 7:30 p.m. And removed on 7/21/97 at 12:00 p.m. The iab did not malfunction. The pt had major ischemia and surgery was required. (Event complications: major ischemia/surgery required - ) reported 10/2/97. (Pt's current status: discharged-rpt'd 10/2/97.)